Manufacturer narrative:
The device and associated batteries were returned to zoll medical corporation; after further review of the facts provided by the customer during the investigation, it was determined that the customer did not properly replace all the batteries. The operator's guide instructs the user to remove all batteries and install with 10 new batteries. The log did showed evidence that this did not occur. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.